Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for high blood glucose of 700 mg/dl with diabetes ketoacidosis. The blood glucose at the time of the incident was over 600 mg/dl. The high blood glucose was treated with the insulin pump. The customer also stated that, he was not getting insulin due to bent cannula. The insulin pump will not be returned for analysis.